Event description:
It was reported that the cartridge was damaged at the vial adapter, interrupting insulin delivery. Customer experienced diabetic ketoacidosis and a blood glucose level of 548 mg/dl. Customer administered manual injections to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.